Event description:
Event description guidant received information that a few days post-implant, this ventricular implantable lead exhibited loss of capture. Additional information was received that this lead had dislodged.